Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the chair has a broken weld by the axle on the right side of the chair.